Manufacturer narrative:
Device evaluation: d9, g3, h2, h3, h6 and h10. Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. All testing performed with good known test ac adapter and patient circuit connected. Ventilator passed 120 hours extended tests at customer settings with no unusual alarms or conditions. However, ventilator failed troubleshooting final test at tidal volume & flow performance. Tidal volume & flow performance failed for non-conformance with measured vti (inhaled tidal volume) at test 4. Measured vti was 221.41, expected is 225.00. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported patient passed away while connected to the lap top ventilator 1150. The customer reported that they do not have any information regarding issues on the device.